Event description:
It was reported that floating particles were observed in a small volume intermate after filling it with unfiltered sodium chloride before patient use. The customer also stated that they have filtered drug solution with particulate filters and visually examined carefully before filling the intermate. There is no report of patient involvement. No additional information is available. This is report 12 of 20.

Manufacturer narrative:
(B)(4). A batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.